Manufacturer narrative:
Correction h6: coding corrected to 2616 - malposition of device.

Event description:
It was reported that the patient's lead was originally implanted to anterior. Surgical intervention was undertaken on (B)(6) 2025 in which the lead was repositioned.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided, a device problem was not identified; as a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.